Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 200 units of insulin. In addition, the customer did not observe drops exiting the tubing of the infusion set during the fill tubing process. The customer's blood glucose was 85 mg/dl. During follow up, the customer reported loading a new cartridge successfully and resumed insulin delivery.